Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, there was difficulty removing the guidewire from the body of the left ventricular (lv) lead. Damage was observed on the proximal tip of the lv lead, so a different lead was used. The patient's condition was stable following the procedure and there were no adverse consequences.